Event description:
On 03/24/2025, it was reported by a sales representative via (B)(6) that an ar-13995n multifire scorpion needle was attempted to pass multiple times without success in a rotator cuff that was extremely thick, and when the needle was removed, they noticed that the tip was missing. The tip was left in the patient and not retrieved. The case was completed successfully, and no adverse effects were reported. This was discovered during a procedure. Additional information was received on 04/02/2025: this was discovered during a rotator cuff repair procedure on (B)(6) 2025. An attachment was being used with the needle, ar-13999mf, from lot 71413. The case was completed with a new ar-13999hdn from lot 15352335. The case was delayed 30 minutes, and additional anesthesia was administered at that time. No medical intervention was required, and no revision surgery was needed to remove the fragment from the patient. There is no report at this time of a reduced quality of life for the patient and no negative effects on or after the surgery reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. Dfu-0392-sub-eo gives the following warnings to help avoid needle breakage and potential patient injury: -do not resterilize or reuse the scorpion¿ suture passer needle. -avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. -ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. -avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.